Manufacturer narrative:
Manufacturer's investigation conclusion: review of the account¿s submitted images confirmed an extrinsic outflow graft obstruction (eogo); however, review of the submitted log files could not confirm the reported low flow alarm. Furthermore, a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported aortic insufficiency, driveline infection, and atrial fibrillation could not be conclusively established through this evaluation. The submitted controller event log file contained events from (B)(6) 2024. A sudden increase in power and flow was captured on (B)(6) 2024 that occurred while the stored patient speed was being adjusted, consistent with the reported speed changes via a ramp study. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including infection (local, driveline or pump pocket infection) and cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. Section 1 also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. This section also outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, lists infection and cardiac arrhythmia as potential late postimplant complications. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H9: fsca number, corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation due to a concern for valve response. Their valve was not responding until the speed was increased to 6800 revolutions per minute (rpm). The physician stated that the patient does not have enough aortic insufficiency to account for that. They presented with weakness, nausea and vomiting and stated they were in their usual state of health about 2 fridays ago. The patient had an episode while standing in the kitchen where they had a low flow alarm, felt lightheaded, flushed, then nauseous and almost vomited. The event date for when this occurred was estimated. The patient was on heartmate3 left ventricular assist device (lvad) support at 5400 rpm. The lvad speed was increased sequentially over time to demonstrate full closure of the aortic valve/decompression of the left ventricular cavity (ramp study). Due to body habitus it was very difficult to get consistent views to compare sequential left ventricular end diastolic diameter with speed escalation so valve closure was assessed. At baseline speed the aortic valve opened with every ventricular systole. With increasing speeds the aortic valve opened with all non-premature ventricular contraction (pvc) ventricular systoles but remained closed or only opened slightly with pvcs. At 5800rpm the aortic valve was closed during ventricular systole. On 15apr2024 the patient had a 4d computed tomography scan. The results yielded: new somewhat linear-appearing irregular eccentric filling defect within the bend relief segment of the left ventricular outflow cannula likely reflecting a small amount of eccentric thrombus versus intraluminal web. Right heart catheterization with vad optimization was performed. On 15apr2024 the provider observed that at baseline heartmate3 5400 rpms, the device had normal right sided filling pressure, mildly elevated left sided filling pressure, reduced cardiac output by estimated fick and normal cardiac output by thermodilution. The heartmate3 was subsequently increased to 5600 rpms with normalization of left sided filling pressure and cardiac output. The patient would continue antibiotics for chronic driveline infection and amiodarone for atrial fibrillation. Log files found nothing remarkable. The patient had an outflow graft revision due to suspected outflow graft obstruction on (B)(6) 2024. Related MFR number: 2916596-2019-05083 (onset of driveline infection).

Event description:
During the outflow graft revision, on incising the cover, a large amount of gelatinous material was extruded from the outflow graft region and the partial obstruction was released. A portion of the strain relief cover was excised and further exploration to ensure no twisting of the outflow graft was performed and no twisting of the outflow graft was present. The providers planned to give the patient bumex (bumetanide) as needed and rocephin (ceftriaxone sodium) orally when going home. The patient was discharged on (B)(6) 2024. They had a follow up in clinic 1-2 weeks later, a follow up with surgery on (B)(6) 2024, and their vad parameters/medication continued to be monitored.

Manufacturer narrative:
E1: reporter email was not available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.